Event description:
A customer reported an alarm issue with the adc device. The customer indicated the low glucose alarm did not sound and they experienced seizure and loss of consciousness. The customer was treated with glucagon injection and water with sugar provided by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Please note the customer reported the adverse event occurred two times. This report covers 2 of 2 events. All pertinent information available to abbott diabetes care has been submitted.